Manufacturer narrative:
Review of device history records found unrelated deviations during the manufacturing process. One unit was scrapped during the cleaning process. No product was returned; product evaluation could not be completed. This device is used for treatment. For both parts - complaint history review identified no other complaint on this part and lot combination for this issue. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 106056 048220 rnwt/brstn por acet shl 56mm l nr sz 24 162253 535770 bi-metric pc 12x140mm t1. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 11) ¿wear and/or deformation of articulating surfaces. ¿wear and/or deformation of articulation surfaces.¿ multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01649.

Event description:
It was reported the patient¿s hip was revised approximately seven years post-implantation due to poly wear and osyeolysis. The head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable.